Event description:
The patient reported that the ok keypad button was sticking and required multiple presses to obtain a response for two weeks prior to contacting animas customer support. She stated that she wore the pump in a pump skin outside of her clothing, and cleaned the pump with a cloth.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.